Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error multiple times. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.